Event description:
It was reported that the ilet user experienced hyperglycemia ater missing a breakfast meal announcement. The infusion set was a teflon inset in the abdomen with confirmed drops from tubing. Symptoms included hyperglycemia with a peak of 369 mg/dl. Outcomes included transient hyperglycemia that began to resolve during the call, trending down to 302 mg/dl with a downward trend arrow, and no hospital care. Investigation included troubleshooting and education on missed meal announcements and allowing correction dosing to bring glucose back into range, with no alerts or alarms reported. Investigation of this case revealed user-related cause due to a missed meal announcement, with no device malfunction or component issue observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement.